Manufacturer narrative:
Pump error 37 alarmed during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarm. Moisture damage was also found on the electronic assembly during visual inspection. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear the alarm. Customer was not able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.